Event description:
The laser system has the following problem: "water pump is not running. The 24v are missing on the uvps".

Manufacturer narrative:
We are waiting for add'l info from the distributor.